Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pad was discovered to be broken in a bin within a warehouse.

Manufacturer narrative:
Review of the device history record and receiving inspection reports for the item identified no deviations or anomalies. Visual examination concludes that impaction pad exhibits signs of use and is fractured into 2 pieces. This device is used for treatment. It was considered that the device which was manufactured in jul, 2014 was conforming when it left zimmer biomet because it had a potential field life of around 1 year before it fractured and has been used in an unknown number of surgeries. Per the package insert for the device, it should be inspected and not used if damage and wear are noted. Age and repeated use of the device are considered to be the root cause. The reported issue appears to have been caused from use and not related to a significant design or manufacturing issue.